Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced eosinophilic peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with dianeal therapy was not reported. At the time of this report, the cloudy effluent event was reported as recovered; however, the patient peritonitis outcome was not reported. No additional information is available.

Manufacturer narrative:
The correct date received by MFR: 02/23/2018 should additional relevant information become available, a supplemental report will be submitted.